Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the far field signal on the attempted right atrial (ra) lead went from non-existent to very large. The lead was repositioned but pacing thresholds rose to a high range and were described as unstable. An atrioventricular node ablation was then performed at which point the lead dislodged. The lead was explanted and replaced as the physician had lost confidence in the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.